Event description:
Infusion tubing was received from hospital, and the infusion luer was completely separated from the tubing. No physiological effects were reported. It is unknown if patient required treatment from a health care professional or second party to address the issue. Infusion set was sent for evaluation. No additional information was available.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.